Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations via phone conversation "the device kinked during use. A new g22161-zso-7-4 was opened and used to complete the intended procedure." Did any unintended section of the device remain inside the patient¿s body? - no. Please describe the object and how it was retrieved: did the patient experience a delay or require any additional procedure due to this occurrence? - no. Please specify delay or any additional procedure(s) and provide details: has the complainant reported any adverse effects on the patient due to this occurrence? - no. Has the complainant reported that the product caused or contributed to the adverse effects? - no. Please specify adverse effects and provide details. For all complaints, ask: does the complaint relate to: device placement, device removal, observation prior to patient contact. What was the target location for the stent? Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. *what is the reorder number, diameter and length of the wire guide that was used with this device in this procedure?* was the wire guide lubricated prior to use? N/a, yes, no. *was the wire guide inspected for damage prior to use? N/a, yes, no. Was the device at the center of the complaint inspected for damage prior to use? N/a, yes, no. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? N/a, yes, no. If yes, please indicate the procedure performed. Did the patient involved exhibit altered anatomy or tortuous anatomy? N/a, yes, no. If not with the device in question, how was the procedure finished? What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day were any other defects observed on the device prior to return (other than the reported complaint issue? Yes, no. If yes, please detail any other defects observed. For complaints occurring during use (once in contact with endoscope) also ask: had a sphincterotomy been performed prior to this occurrence? N/a, yes, no what is the endoscope manufacturer, the model number and working chann.el size that was used for the procedure? Does your medical facility have a service/maintenance schedule associated with its endoscopes? N/a, yes, no. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. If other, please specify. Was resistance encountered when advancing the wire guide to the target location? N/a, yes, no. Was resistance encountered when advancing the introduction system in place to the target location? N/a, yes, no. How did the physician deal with this resistance? How did the physician determine the length of the stent to be used for the procedure? Where was the stricture located in the duct? Was the stricture dilated prior to placing the device?* if so, please indicate what device(s) were used. Was resistance encountered when advancing the stent through the obstructed area? N/a, yes, no. After placement, was stent position verified? N/a, yes, no. If yes, please describe how. Please estimate the amount of time the stent was in place prior to this occurrence. Did any section of the device detach inside the endoscope or patient? N/a, yes, no. If yes, please specify what section of the device broke off: please indicate whether the device broke in the endoscope or in the patient. N/a, was the broken device retrieved? N/a, yes, no. If yes, please indicate what tools were used during retrieval (e.g. Basket, balloon, snare, forceps etc.): were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) N/a, yes, no if yes, please indicate what modifications were made: please indicate why the modifications were necessary. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Did the patient require any additional procedures as a result of this event? N/a, yes, no. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. If yes, please specify what was observed and where on the device it was observed.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to completion of the lab evaluation on the 30-sep-2022. Lab evaluation completed on the 30th of sept 2022. Visual inspection: slight kinks noted on the 1st and 2nd portholes of the non-tapered end pigtail curl. Significant kink noted on the 4th porthole of the non-tapered end pigtail curl. Functional inspection: 0.035" wire guide does not pass through.

Manufacturer narrative:
Device evaluation: the zso-7-4 device of lot c1867461 involved in this complaint was returned opened in its original packaging. With the information provided, a physical and a document-based investigation was conducted. Lab evaluation: lab evaluation date: 30 sep 2022. Visual inspection: slight kinks noted on the 1st and 2nd portholes of the non-tapered end pigtail curl. Significant kink noted on the 4th porthole of the non-tapered end pigtail curl. Functional inspection: 0.035" wire guide does not pass through. Document review: prior to distribution all zso-7-4 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-7-4 device of lot number c1867461 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1867461. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot c1867461. It should be noted that the instructions for use states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization¿. ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent¿. There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive force, whereby the kink occurred while being straightened as it was being loaded onto the wire guide. Summary: failure identified: stent kinked; 1 device confirmed used. According to the initial report, the patient did not experience any adverse effects. The complaint is confirmed as the failure was verified in the laboratory. Investigation findings could not determine a definitive root cause. A possible root cause could be attributed to excessive force, whereby the kink occurred while being straightened as it was being loaded onto the wire guide. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to completion of the investigation on 24-oct-22.